Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received intervention regarding two pipeline flex with shield devices which failed to open at the distal end. The patient was undergoing a procedure to treat an unruptured saccular aneurysm of the left carotid artery ophthalmic segment. The aneurysm measured 9mm x 7mm and had a neck diameter of 5mm. Vessel tortuosity was moderate. It was reported that the pipelines and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment of the first pipeline, the distal end did not open. Less than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was not positioned in a vessel bend. The pipeline was resheathed more than 2 times. There were no additional steps or other devices tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Another pipeline was tried but the same issue occurred. This pipeline was also less than 50% deployed when the failure to opened occurred. It was not positioned in a vessel bend. It was resheathed more than 2 times but still failed to opened. No other steps or devices were tried to open the pipeline. This device was resheathed and removed with the microcatheter. A competitor's device was then used to successfully complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed correct results of the procedure.

Event description:
Additional information received reported that there was no difficulty during the delivery of either pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: PMA/510(k) corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline pushwire assembly was not returned. The hypotube, proximal bumper, re-sheathing marker, re-sheathing pad, dps sleeves and tip coil were not returned. The proximal braid end was found to be opened and frayed. Due to the condition in which the braid was returned the proximal and distal ends of braid could not be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as each braid end of the pipeline flex braid were found to be fully open. Possible factors for failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported re-sheathing the device more than two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.